Event description:
It was reported that after the procedure, burns were observed on the patient's calf where the device had been placed. The procedure was completed successfully and treatment was provided to the patient for the burns.

Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.

Event description:
It was reported that after the procedure, burns were observed on the patient's calf where the device had been placed. The procedure was completed successfully and treatment was provided to the patient for the burns.